Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a ventral incarcerated incisional hernia repair on (B)(6) 2011 and mesh was implanted. On (B)(6) 2016, the patient had a revision surgery due to complications, and was found to have recurrent incisional hernia, adhesion, and pain. On (B)(6) 2012, she had a revision surgery with removal of the mesh. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4). It was reported that following insertion the patient experienced infection.

Manufacturer narrative:
Additional information in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.